Event description:
Legal case-USA: patient ID: (B)(6). Refer to (B)(4). As reported via legal documentation the patient had a left knee replacement on (B)(6) 2012. The device has not been explanted. The patient has suffered and continues to suffer permanent and debilitating injures and damages, including but not limited to, significant pain and discomfort; gait impairment; poor balance; difficulty walking; component part loosening; soft tissue damage; and bone loss. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Initial ebi surgery unable to be located. Product information: 02-012-35-2009 logic tibia ps mod insrt sz 2 9mm, (B)(6): serial number (B)(6) is confirmed to have been packaged in a vacuum bag that does not contain evoh. 510(k): k033883. Recall: z-0021-2022. As directed by qa management: this legal complaint for polyethylene issues occurred in the us. The event did not occur in, nor is it reportable for australia, brazil, canada, eea/EU, japan, taiwan, or great britain, excluding northern ireland. Therefore, only the us reportability determination will be assessed.

Manufacturer narrative:
The product associated with the reported event is within the scope of recall however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.